Event description:
A customer contacted beckman coulter inc. (Bci) in regards to twenty seven (27) erroneous high and one (1) erroneous low triglyceride (tg) results generated by synchron cx5 delta clinical system. The samples were repeated and results within the range were obtained. An amended report was initiated on all 28 samples. The erroneous results were reported out of the laboratory. One patient was placed on lipitor based on the erroneous high tg results.

Manufacturer narrative:
Prior to the event, tg was calibrated and qc results were within the labs established ranges. A bci field service engineer (fse) cleaned the canisters and replaced hydro check valves. Fse replaced hardware, flushed the waste system as well as the sample and reagent probes. Fse performed carryover test which passed. No further occurrences were reported by the customer.